Event description:
The customer reported opcheck issues to include inability to defibrillate. There was no report of pt involvement. The mode during use was opcheck.

Manufacturer narrative:
(B)(4). The customer reported opcheck issues to include inability to defibrillate. There was no report of pt involvement. The mode during use was opcheck. The device was evaluated by a philips field service engineer, and the issue was verified the power pca was found to be defective. Replacing the power pca resolved the problem. The device passed testing and was returned to service.